Event description:
Hamilton medical ag received the following event description: during ventilation, hamilton g-5 ventilator was unexpectedly malfunctioning with a tf error. No patient harm was reported.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.